Manufacturer narrative:
A getinge field service engineer (fse) confirmed the problem stated, touchscreen was missing one pixel but was not affecting functionality. At customers request the fse replaced the touchscreen. All functional checks and calibrations were performed. The unit has passed all test and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shows dead pixel on the display. No one was injured.